Event description:
It was reported that the patient could not get telemetry between the implantable pulse generator (ipg) and remote monitor. The patient was referred to the physician¿s office for a device check. The ipg remains in use. No patient complications have been reported as a result of this event.